Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gyn surgery event description: it was reported that the case occurred approximately (B)(6) 2017. It was reported that the tip of the bladed obturator broke off into the patient during placement of the third cannula. The case was converted to a laparotomy and the piece was retrieved. X-rays were performed. It was reported that the cts02 100 mm cannula was used with the ctb01 150 mm obturator. The devices are unavailable at this time, as the facility is doing their investigation. The facility reported that they will be submitting a medwatch form to the FDA. Type of intervention: laparotomy and x-rays were performed to retrieve the piece. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant's experience of broken bladed obturator could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by the use of a 150mm obturator with a 100mm cannula. The instructions for use states that "kii access system cannulas can only be used with the corresponding kii obturators (diameter and length) from applied medical." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.